Manufacturer narrative:
The reason for this revision surgery was instability. The previous surgery and the revision detailed in this investigation occurred over 4 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's instability. The root cause of this complaint was a revision surgery due to an instability. There are multiple factors which may cause the event that are outside the control of djo surgical are patient bone deterioration, poor bone density, unbalanced joint or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved that may have contributed to an instability and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to shoulder instability 4 months after the primary reverse shoulder arthroplasty (rsa).